Event description:
The manufacturer's representative reported the patient had been experiencing increased spasticity. An xray determined the catheter was broken and a portion was not retrevable. It wa left in the spinal space.

Event description:
The patient was also experiencing decreased sleep. The xray showed the catheter to be broken at the entrance to the spinal canal at the lumbar level. The patient was treated with oral baclofen. The neurosurgeon repaired the catheter.